Event description:
It was reported that the external pulse generator (epg) exhibited poor contact at the lead wire connector, rendering the device unusable. It was further reported that the issue was identified with adaptor cable. The epg remains in use. No patient complications have been reported as a result of this event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).